Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress; however, an additional unidentified factor(s) also have contributed. The supplier has been notified of this event.

Event description:
It was reported "the patient was accessed and when hooking him up for anesthesia the catheter aspirated fine but when flushing the ivad the tubing was noted to be cracked and leaking. Patient had to be de accessed and reaccessed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient was accessed and when hooking him up for anesthesia the catheter aspirated fine but when flushing the ivad the tubing was noted to be cracked and leaking. Patient had to be de accessed and reaccessed."